Event description:
The physician was unable to advance the sheath through the pt's skin into the radial artery. He tried again after a nick to the skin and sheath would still not advance. After removing the spring wire from the pt, it appears the wire has unraveled. The procedure was completed successfully with a competitive sheath which was advanced through the pt's artery with very little difficulty. Upon receiving the device back by the distributor, it was noticed that the guidewire was stretched and the distal tip was missing. It was reported that the guidewire separated while the physician was trying to get access or when he pulled the wire out of the pt.

Manufacturer narrative:
Device evaluation summary: the return sheath was visually inspected, no abnormalities were identified. The returned dilator was visually inspected and found to have a strong bend/kink on the distal end, damage to the tip, and the inner diameter (ID) was blocked. The dilator was cut and a significant amount of dried blood was removed from inside. Following the removal of the blockage, a new guidewire and was inserted into each segment. The guidewire met some resistance when passing through the distal end of the dilator in the vicinity of the kink. Outer diameter (od) was within specification. Tip ID and length could not be accurately measured due to the damaged tip and kink in the dilator. The returned guidewire was visually inspected and noted to have damage and coiling/looping at the distal end. The distal end weld of the guidewire appeared to be broken off and could not be located. The end weld may have been lost during use, transport, or decontamination. The event was attempted to be recreated. A new dilator and guidewire were obtained and the guidewire was fed through the tip of the dilator. At the same time, the dilator was being bent/kinked. Resistance was felt when withdrawing the dilator. A kink in the dilator and coiling of the guidewire was observed similar to that seen on the returned devices. The end weld of the guidewire was not able to be broken off during the test. Device history records were reviewed and no anomalies were found. A review of manufacturing and inspection procedures were performed; the sheaths and dilators are inspected at several steps for defects such as kinks and the guidewire is 100% inspected to verify tip of wire is not protruding from the j-straightener. Additionally, the instructions for use were reviewed. Per the instructions for the recommended use it states "advance or withdraw the mini-guidewire slowly. If residence to met, do not advance or withdraw the mini-guidewire until the cause of the resistance is determined." The cause of resistance when inserting the sheath and dilator assembly into the artery appears to be due to the kink in the distal end of the dilator caused by excessive force. The cause of the broken guidewire appears to be user error. Evidence indicates the damage may have taken place when removing the guidewire from the dilator. Greatbatch medical believes the damage observed on the tip of the dilator was due to the guidewire and the resistance felt was due to the kink in the dilator. No corrective action will be taken at this time. Due to the results of the investigation there is sufficient evidence to suggest that the device met specification prior to shipment. Even though the occurrence rate (0.00081%) is higher than that calculated in the risk documentation (0.00067%) no further action will be taken at this time due to this event being the first occurrence and potential user error.